Event description:
It was reported that the patient, implanted in 1998, had no hearing sensation since 4 or 5 weeks ago. The patient does not want to be re-implanted due to lack of benefit from the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.